Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for assistance with programming this pacemaker system into magnetic resonance imaging (MRI) protection mode. Ts noted this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. The hcp opted to proceed with the MRI and ts helped the hcp program the device into MRI protection mode. The MRI was completed and the device was programmed out of MRI protection mode. This rv lead remains in service and no adverse patient effects were reported.